Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated during power up customer stated device was reading fiber optic failure. Unit was isolated . Onsite confirmed said failure. Replaced fiber optic module (d997-00-1169), powered unit back up and failure was no longer present. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d1, d2, d3, d4, g4, h4, h5. The following was performed by sr service technician of the maquet failure analysis and testing department wayne, the failure analysis and testing department received the following, fiber optic module with a reported failure of when device power on it display fiber optic module failure. The fiber optic module assembly is made of swemco. The failure analysis and testing department performed a visual inspection of the parts received and found that all the parts are in good condition. The failure analysis and testing department installed part. Fiber optic module na in the cardiosave test fixture and tested to factory specifications in accordance with cardiosave service manual. The failure analysis and testing department tested part and found that the test fixture displays a message of fiber optic sensor module failure. The failure analysis and testing department verified the fiber optic failure experienced by the customer. Retaining swemco. Sending fiso to the respective supplier for more analysis per procedure. The following was submitted by , technician of the maquet failure analysis and testing dept. (Fat) wayne. Failure analysis received from the supplier for the part. Please see attachment. They stated the part passed testing but a lamp needed to be changed. Root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during a routine check initial start up, the cardiosave intra-aortic balloon pump (iabp) device read fiber optic failure, fiber optic module requires maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.